Manufacturer narrative:
Zoll has not yet received the solex 7 catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was admitted for ivtm therapy, and a solex 7 catheter (lot # unknown) was inserted into the patient's right internal jugular vein with no unusual resistance noted. On the second day during the normothermia phase of the treatment, the thermogard xp ivtm system generated an "air trap" alarm. Following the alarm, it was noticed that there were less than 150 milliliters left in the 500-ml saline bag. There were no traces of fluid observed on the patient's bed, floor, or the console. There was no blood tinge in the suk tubing. The staff reported that the thermogard console was generating "air trap" alarms the previous night. However, no information could be obtained on how the staff cleared the alarms. Catheter leak and infusion of about 200 milliliters of saline into the patient's bloodstream was suspected. The user did not replace the catheter as the issue was noted towards the end of the treatment. The saline bag was replaced, and normothermia was maintained with the same catheter and thermogard console. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "the solex 7 catheter (lot # 145428) leak" was confirmed during functional testing of the returned catheter. A liquid emission/leak was observed from the proximal infusion lumen opening and from the proximal luer tubing during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. Visual inspection of the returned catheter was performed, and dried blood residue was observed on the serpentine balloon. Further visual inspection found that the catheter was kinked at the proximal end of the serpentine balloon, located 3 inches away from the catheter tip. The kink could obstruct fluid flow to a point where fluid pressure would accumulate and weaken joints between fluid contact components, allowing liquid to pass from the cooling loop to the infusion lumens, and eventually contributing to the observed crosstalk issue. The exact timing and cause of the kink on the catheter cannot be determined; however, improper handling during insertion of the catheter cannot be ruled out. During functional testing, all infusion ports and extension tubes were flushed without resistance. During further functional testing, the returned catheter was connected to the pressurized inflation device for one minute, and the serpentine balloon was fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, no leak was observed from the catheter balloon. However, water emission/leak was observed from the proximal infusion lumen opening and from the proximal luer tubing during the lumen crosstalk test. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for solex 7 catheter with lot number 145428.

Event description:
A patient was admitted for ivtm therapy, and a solex 7 catheter (lot # 145428) was inserted into the patient's right internal jugular vein with no unusual resistance noted. On the second day during the normothermia phase of the treatment, the thermogard xp ivtm system generated an "air trap" alarm. Following the alarm, it was noticed that there were less than 150 milliliters left in the 500-ml saline bag. There were no traces of fluid observed on the patient's bed, floor, or the console. There was no blood tinge in the suk tubing. The staff reported that the thermogard console was generating "air trap" alarms the previous night. However, no information could be obtained on how the staff cleared the alarms. Catheter leak and infusion of about 200 milliliters of saline into the patient's bloodstream was suspected. The user did not replace the catheter as the issue was noted towards the end of the treatment. The saline bag was replaced, and normothermia was maintained with the same catheter and thermogard console. No consequences or impact to the patient.